Event description:
The customer contacted physio-control to report that their device had a service wrench, as well as black bars, going across the display. When the customer attempted to power the device on using a new battery, the unit would lock-up and never complete the power on cycle. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control provided the customer with a repair estimate for the device. Due to the age of the device and the costs associated with repair the customer has advised physio that the unit has been permanently removed from service. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.